Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that while the pt was walking she dislocated her knee. A 3/11 ts liner was replaced for a 3/31 mm liner which stabilized her knee.